Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the premature ventricular contractions procedure, after inserting the introducer into the patient, air was aspirated from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.